Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 5 message. On 09/3/2009, the medical surveillance specialist (mss) spoke with the pt and obtained add'l info included below. The pt told the mss that she uses a continuous blood glucose monitoring system, which she must routinely calibrate with her blood glucose meter (the reported product). On the day of report, around 1:00 pm, the pt said, she attempted to test with the lfs product several times and continued to receive the error 5 message. After one hour of attempting to test with the meter, the pt said she started to feel like her blood glucose level was low and she became incoherent. She said, she had family with her, who assisted her in taking food and beverage. She claimed she felt better after having the food. The customer care advocate (cca) walked the pt through retesting and the issue was resolved. The pt's products were replaced. This complaint is reported because the pt alleges that she obtained the error 5 message and afterward became incoherent. Family members allegedly assisted her in taking add'l food and beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.